Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15834623 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler select plus (606-s252x/15834623); new microcatheter (606-s252x, lot unknown); hilal embolization microcoil, cook medical ((B)(4)-hilal/lot unknown) total 2.

Event description:
During the procedure, while advancing a hilal embolization microcoil, cook medical ((B)(4)/lot unknown) in a prowler select plus (606-s252x/15834623), the physician experienced severe resistance into the microcatheter. Nevertheless, he continued to advance the coil and could not advance it any further. The report did not indicate when and where exactly the resistance occurred. Then, the unspecified coil was safely removed from the patient and was replaced for a new product of the same lot. However, after that, same thing occurred using the replaced coil. Therefore both the microcatheter and the replaced coil were safely removed as a unit from the patient. The procedure was continued using a new microcatheter (606-s252x, lot unknown) and the same coil. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. Also the coil used with the complaint product is going to be returned. No additional information is available. The procedure was coil embolisation of an unspecified vessel that was not calcified and not tortuous.

Manufacturer narrative:
During a coil embolization of an unspecified vessel without calcification or tortuosity, severe resistance was experienced while advancing a hilal embolization microcoil/cook medical (B)(4) in a prowler select plus (606-s252x/15834623). Advancement was continued but the coil could not be advanced further. The report did not indicate when and where exactly the resistance occurred. The coil was safely removed from the patient and was replaced for a new coil of the same lot; however, the same thing occurred. Therefore both the microcatheter and the replaced coil were safely removed as a unit from the patient. The procedure was continued using a new microcatheter (606-s252x, lot unknown) and the same coil. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The prowler select plus micro catheter was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended coil detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information is available. It was reported that the coil used with the prowler microcatheter was going to be returned; however; two non-sterile prowler select plus 150/15 cm microcatheters were received coiled inside of a plastic bag. The device designated as unit 1 was inspected and a compressed section was noted at 13 cm from the distal end. The device designated as unit 2 was inspected and no damages were noted on it; just residues of dry blood can be observed on it. Unit 1 was inspected under microscope and the damages found on the visual analysis were confirmed (compressed section). Unit 2 was inspected under microscope and no damages were noted on it. The ids of the micro catheters were measured and were found within specification. An attempt to flush unit 1 was made using a lab sample syringe (B)(4); however, the flush solution did not come out of the distal end of the device. After that a cordis lab sample guide wire 0.018¿¿ was introduced into the received microcatheter but it became stuck at 92cm from the proximal end of hub. The microcatheter was cut at 95cm from the proximal end of hub and the guide wire was introduced again and part of the embolic coil came out from the cut section of the device. Unit 2 was flushed using a lab sample syringe (B)(4) after that a 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip; part of the embolic coil and residues of blood come out from the device; severe resistance/friction was felt when the guide wire was pass through of the microcatheter due to the device being found saturated with blood. A review of the manufacturing documentation associated with prowler select plus lot 15834623 presented no issues during the manufacturing process that can be related to the reported complaint. The lot number of the second prowler select plus is not known; therefore, a device history record review cannot be completed. The cause and timing of the compressed area found on unit 1 cannot be determined with analysis. However, based on the report that no damages were noted on the device after the event, it may be due to post procedural handling. Obstruction of the returned prowler select plus microcatheters was confirmed and with analysis with coils found within the two devices. Based on the analysis finding of blood within the microcatheter of unit 2 it appears that the not maintaining the required adequate continuous flush as outlined in the instructions for use is a contributing procedural factor. The ID of both returned microcatheters was within specification. Inspections are in placed to prevent devices with damages from leaving the facility. With review of the analysis there is no indication of any device manufacturing issues resulting in the inability to advance the coils through the microcatheters with procedural factors addressed in the IFU appearing to have contributed. Therefore, no corrective actions will be taken at this time.